Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was not retaining air and had an air leak. There was no blood loss. The procedure performed prior to the use of the tr band device was heart catheterization. The leak was noticed in recovery. The tr band was used for hemostasis and placed by the healthcare professional. There was bleeding noticed. A radial sheath was used at the access site.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).